Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several struts are lifted and everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several struts are lifted and everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 80 percent stenosis degree in a moderately tortuous mid lad. After removal of the protective cover and inserting it to the proximal guiding catheter, it was noticed that distal struts of the stent were expanded.